Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a communication error and the system would not produce fluoroscopy. This can cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.